Event description:
It was reported that nexdrive unit drive was slipping or ¿clicking¿ as it was advanced down to the target or 0 while being used on the patient. No actions were required and no diagnostics or trouble shooting was performed. The issue was considered resolved. The patient status at the time of the report was noted as ¿alive-no injury¿. See manufacturer¿s report # 3007566237-2014-00546 other nexdrive device issue that was used on patient.

Manufacturer narrative:
Concomitant medical products: product ID: mi-1000, lot# 082602313, product type: accessory. (B)(4). Analysis of the returned nexdrive unit model accessory mi-1000 serial # (B)(4) showed that the setscrew on the lead screw gear was loose which resulted in the gears slipping when the mer knob was turned. Eval-results: nexdrive device.